Event description:
It was reported on june 30, 2008, that the pt had complained about a 'pinging' sound that first occurred in 2008. When the pt moves her jaw, the sound may be reproduced. She has recently noticed the sound more frequently and with an increase in loudness. Her ability to understand speech and overall sound quality has not been affected. Testing of the implant showed a short circuit on channels 6/7 and a hi on channel 12. The clinic were to continue working with the pt's program map in order to reduce the pt's complaint of 'pinging'. No further action had been determined at that time. Additional info rec'd by med-el four months later, stated that the pt's audiologist at the clinic had reported that the pt had been re-implanted six days prior.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.